Manufacturer narrative:
In initial report, the manufacturer device date provided was inadvertently reported as 6/11/2009, however the correct date is 06/21/2006. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4) a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with sterile infiltrate/focal white blood cells along flap edge in patient's right eye (od). Topical steroid (pred forte) dosage was increased. Patient's chief complaint was of light sensitivity and slight foreign body sensation. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op was 20/20 -.50 x -1.00 x 111 and left eye pre-op was 20/20 -1.00 x -.25 x 45. This report is for the femtosecond laser equipment. A separate report will be submitted for the excimer laser equipment.